Manufacturer narrative:
(B)(4). The device was not returned to cardinal health for evaluation. A clinical assessment was performed. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, users are instructed to apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made; however, it was reported that the device was used in conjunction with an 8f procedural sheath. It should be noted that per the instructions for use (IFU) all mynx product family of devices were indicated for femoral arterial closure following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f). A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. A CAPA will not be issued at this time as a cause could not be conclusively determined; however, incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a patient experienced a pseudoaneurysm a week after closure with a mynx ace vascular closure device. The mynx ace was used for vascular closure following a diagnostic coronary angiogram procedure. There were no multiple sheath exchanges or multiple sticks. There was no posterior wall stick or a low stick noted; however, it was unknown if the stick was high. Prior to closure, an 8f procedural sheath was exchanged for the mynx ace procedural sheath. It was reported that hemostasis was achieved with the mynx device. The patient was discharged home and returned to the physician's office a week later, presenting with the pseudoaneurysm. Unspecified surgical intervention was required. It was unknown if the patient was re-hospitalized for the event. The surgery was reported to be successful. Additional information was requested, but was unknown.